Manufacturer narrative:
The initial reporter was medical technician. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the spring arm was broken off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device was repaired. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Based on an information gathered, the device was not being used for patient¿s treatment when the event occurrence. As stated by the subject matter expert at manufacturing site, the rupture of the front pivot was caused by a tearing of the spring arm tube at the edge of the welding joint. The contributing factors correspond to excessive or repetitive mechanical stresses. The spring arm design changed, in 2006, by increasing the thickness of the tube. The field action msa/2017/002/iu was launched in september 2017 in order to replace the former acrobat 2000 spring arms, manufactured between 2004 and 2006, by the new spring arms including a tube thickness of 2,35 mm. The spring arm involved was and is to be replaced following the instruction of the service bulletin sb 36 and the field safety notice. However, as the defective part has been already scrapped, it was not possible to confirm if the related spring arm was addressed or not. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 1st march, 2023 getinge became aware of an issue with one of our surgical lights ¿ xten. As it was stated the spring arm was broken off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.